Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was functionally tested on an in-house system and successfully passed initialization. The instrument passed recognition and engagement testing on multiple attempts and demonstrated intuitive motion with full range of motion in all directions. The jaws opened and closed properly, and the instrument successfully completed the cut test without issue. Additionally, the instrument was found to have a dislodged bearing and a dislodged retaining c ring. The instrument housing was removed, and the instrument wrist bearing was not properly seated at the back end, and the dislodged retaining c ring was attached to the housing magnet. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The logs showed that pn 480422-03 lot k12250402-0175 was installed 2 times on universal surgical manipulator (usm) #3 and passed homing on both installs. The instrument performed 5 seals on the first install, but no cuts were recorded in the logs. On the second install, no cuts or seals events were recorded in the logs. Logs did not show any errors related to the use of the vse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was using the vessel sealer extend for his adrenalectomy case, the instrument was first installed and advanced into cannula. The surgeon successfully sealed the vessel, then pressed cut pedal but did not work, scrub nurse tried to remove, reinstalled instrument many times but issue still the same. On vision cart the cut function indicator is normal but physically observe blade is not coming out. Nurse then opened the jaw and found that the blade did not come out and seemed to be dislocated to the blade track. The surgeon then decided to use mcs to complete the case. The procedure was completing as planned with no reported injury.